Event description:
Pt was undergoing a percutaneous biliary stone extraction. An 18 fr. Biliary dilator was in place. The physician was fragmenting the stone and placing in basket without difficulty. Upon attempted removal of basket, which was full of stones, the basket broke off and remained in pt. The basket was subsequently snared and removed. Upon removal of the basket, a hole was noted in the gall bladder and a peritoneal drain was placed.